Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned/non-emergency treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk drives for image processing were not functioning properly. Review of system log file confirmed the reported malfunction. The cause of the issue was due to the imaging hard drive. The philips engineer replaced ippc hard drives and recreated image storage. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the disk drives for image processing were not functioning properly. The device was inside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the image disk drive and recreated the image store. The device was returned to expected functionality. Philips has started an investigation of this complaint.